Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the detachment was not smooth as usual as the capsule did not detach easily from the delivery device, and the capsule failed to attach on the patient¿s esophagus. The customer pushed the capsule to the stomach, and a repeat procedure was performed by the use of a new capsule. Repeat procedure on another date was not necessary. There was no harm to the patient, no intervention was required. There was nothing unusual about the patient or the procedure and an endoscopy had been performed prior to the procedure and showed the esophagus to be normal. Lubrication was used on the hood to facilitate placement of the capsule and scope was used to determine the capsule placement.

Manufacturer narrative:
Evaluation summary: this report is based on information provided by medtronic investigation personnel and the sample that arrived. One bravo capsule and one bravo delivery device were received for evaluation. A review of the product expiration date discovered this product was used before the expiration date. The returned sample met specification as received by medtronic. The visual inspection found no notable conditions. The customer reported bravo fail to attach to patient's esophagus. The investigation of the returned equipment did not identify anything that would have caused or contributed to the reported event. The investigation found the device to function normally and within specifications. If information is provided in the future, a supplemental report will be issued.